Manufacturer narrative:
The med history has been rec'd, with no change in co conclusion. The implant has not yet been returned for eval. Co cannot be certain it is a lifecore product.

Manufacturer narrative:
The implant was returned and evaluated. It was found to meet specifications. The implant is not believed to be the cause of failure.

Event description:
Implant placed 11/8/95. It failed and was removed 3/26/96.

Event description:
Implant placed 11/8/95. It failed and was removed 3/28/96. One person affected.